Event description:
A 5/4mm amplatzer duct occluder ii (adoii) was implanted, however, the patient was returned to the cath lab later that evening as the adoii had slipped from its intended location. The adoii was retrieved with a snare and an amplatzer duct occluder (ado) was implanted.

Manufacturer narrative:
(B)(4). The results of this investigation are inconclusive because the product was not returned for analysis; however, review of the device history record confirmed the product met manufacturing requirements prior to shipment. The cause of the reported event remains unknown.